Event description:
Follow-up identified the patient's ipg was explanted and replaced. The issue of pain at the ipg site resolved following the replacement surgery.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he experienced pain at the ipg site since having suffered a fall in december of 2016. Surgical intervention is planned to address the issue.